Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer reporting that their surgeon said if the battery problem did not get better they would have to put in a new one. The patient had asked to with representatives for one more adjustment to see if it helped. It was reported that both manufacturer representatives were working to resolve the issues but it did not seem to be working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she is in a lot of pain at the implantable neurostimulator (ins) area. The patient can feel the top of the battery pack poking/bulging out more than normal, like it is trying to move away from the implant area. The patient says that the pain is throbbing, especially if she sits. The patient is taking pain medication for this every day. The indication for implant was spinal pain. "Omitted information related to (B)(4) leads not high enough/pain; (B)(4) vibrating really hard/jolting."